Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer also reported that the insulin pump was under delivering. Customer¿s blood glucose level was 200 mg/dl to 400 mg/dl at the time of incident. Customer¿s different blood glucose level were 200 mg/dl to 300 mg/dl, 250 mg/dl and current blood glucose level was 220 mg/dl. Customer was treated with insulin pump. Customer was not using auto mode. Customer performed displacement test and the test was passed. Troubleshooting was performed for high blood glucose and under delivery. The insulin pump will not be returned for analysis.